Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
The customer, reported the following to sales rep: the gamma nail: was placed with a pathological collum fracture (kahler disease) about two years earlier. Because of the fact that the fracture did not heal, the nail broke finally (near the cervical screw). This is a well-known phenomenon with all nails. The surgeon did a revision with the cone plasma. The pt is doing very well. She runs like the wind.